Manufacturer narrative:
Updated fields: h4, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the concentration check was performed after wasting fluid. The cause of the deviation from the reprocessing methods was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: ¿3.11 inspecting the disinfectant solution¿s concentration level.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The scope was reprocessed with one of the following endoscope reprocessors: oer-6 s/n: (B)(6). Oer-6 s/n: (B)(6). Oer-6 s/n: (B)(6). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that the ultrasound gastrovideoscope was incorrectly reprocessed. The scope was processed with an endoscope reprocessor that did not have concentration checks conducted after every use. The customer did not discharge wastewater into the drainage, but neutralized it prior to disposing of it. There were no reports of patient harm.